Event description:
Doctor put in the gelpoint® advanced access platform and kept leaking air. Company representative was there couldn't figure out the problem. Doctor kept using the device because she kept the correct pressure in the belly. It looked as if there was a hole in something and was leaking. I was told to give it to materials by the representative from applied medical. Manufacturer response for laparoscope, general plastic surgery, gelpoint® advanced access platform (per site reporter). Representative was present to see failure. Representative advised to retain at hospital. Reached out to applied medical representative for status update and did not get a response.